Event description:
A surgeon reported that about 15 of her pts had to have early yag capsulotomy due to hazing on the anterior surface of the lens following intraocular lens (iol) implant surgery. Some cases were worse than others and all occurred within the past four months. The pts were noted to be doing well postoperatively. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. Attempts to obtain add'l info have been made. A completed questionnaire has not been received. (B)(4).